Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected pump error alarms and a low suspend. Blood glucose value was 150 mg/dl at the time of the incident. Self test failed due to pump error. The device will be replaced and returned.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the critical block and inverse critical block did not add to zero noted. Hardware low level failures confirmed in the pump history due to broken traces keypad assembly.